Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "upon receipt of product, receiving department noticed smell. Hospital personnel removed simplex from area and noticed smell continued and then leaking from the simplex box. There was no damage to (B)(4) shipping box or materials. Hospital advised to dispose of simplex."